Manufacturer narrative:
Non-irrigation of floseal excess is a user error that may generate a local inflammatory reaction and delayed break down of floseal. While other causative factors for such findings may be the concomitantly used surgicel or surgery and disease related causes, one cannot exclude the contribution of floseal to these radiologic findings.while the radiologic finding is not causing symptoms, the reason why this report may have clinical consequences and may impact patient safety is the fact that the identified mass may mimic or mask cancer recurrences or may generate tumor like findings that may contribute to false therapeutic decisions in the follow up of neoplastic disease.this will be kept on file for trending purposes.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, during the procedure, the wire of the snare loop broke. The physician noted that the loop was intact prior to inserting it within the scope, and that no part of it fell off within the patient. Another rotatable oval snare was used (along with the same generator settings) to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 3.1 mmol/l and 15.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Proper irrigation technique has been reviewed with the doctor.

Event description:
On november 20th, 2009 baxter was notified of a complaint from a customer reporting that their floseal device malfunctioned. The doctor used floseal on a patient during a partial nephrectomy. On this patient, he noticed on an x-ray that there was a mass 9 months after the surgery. This mass was about 3cmx4cm. First the doctor thought that it was cancer that was back, but it appears that it was the floseal. It is unsure if the patient was hospitalized. At the time of the report, the patient was recovered. Additional information received on 22-jan-2010 from a dr:dr is not sure that the malfunction occurred due to the use of floseal. He spoke with another dr (a well known urologist) and they think it could also be surgicel because he also used surgicel during the procedure. But the product, which ever it is, seems to not have resorbed.first dr stated that the mass was detected by a scan and echo, and that the product was applied by using 1 kit of 5 cc floseal with no clamping during surgery. He also mentioned that the excess floseal was not irrigated. The patient has no symptoms, but first dr will follow the patient closely to be sure it is not a tumor recidive.

Manufacturer narrative:
(B) (4)